Manufacturer narrative:
Abbott field service (fs) performed on-site troubleshooting and observed the visible smoke while replacing the daq board on architect processing module serial number (B)(4) . The fsr observed charred was associated with the cable only and resolved the issue by replacing the cable, led1 to smc(rohs). A review of the (B)(4) instrument service history found no additional reports of smoke reported on or around the date of this complaint. A review of tracking and trending for the smc cable found no issues or trends. There is no indication of trends involving the clinical chemistry systems related to the current complaint. The 2020 ul certification memo indicates abbott diagnostic equipment and accessories are certified to the appropriate safety standards and the operator is protected against the spread of fire from the equipment. Manufacturing documentation for the likely cause part did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000, serial number (B)(4) , or the smc cable was identified. With the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000, serial number (B)(4) , or the smc cable was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service representative (fsr) observed smoke from the architect c4000 processing module during site visit. The integrated equipment was turned off and when turning on the visible smoke could be seen from smc cable routing to mech led board inside the card cage. No injury or impact to the user was reported. There was no reported impact to patient management.